Manufacturer narrative:
Revision occurred after 4 weeks for dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 weeks after the prior revision surgery which occurred on (B)(6) 2024. No fall or other trauma reported. The primary surgery was a placement of a competitor system at an unknown date, utilizing a system to compensate for extensive bone loss. The first revision surgery was a placement of an fx reverse system stem while retaining competitor glenoid assembly, which is a patient-specific custom-made part. 36 mm + 6 humeral stability cup explanted and replaced with a 36 mm + 9 humeral stability cup and 9 mm spacer.